Manufacturer narrative:
Seven unused and two used samples was received for evaluation for the complaint that the chemical solution leaked from the base of the yellow connector on the extension tube connection side. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. In attempts to replicate clinical use, the cassettes were to be filled with 250ml of water using the manufacturing procedure as a guide using a hydrostatic pressure pump. During the filling process, a leak was observed between the tubing and female luer of the cassette. The complaint of leakage can be confirmed. However, root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.

Event description:
It was reported that the chemical solution leaking from the base of the yellow connector on the extension tube connection side. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.